Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) no anomalies found. All conductors had blood/body fluid. Full lead was returned and analyzed.

Event description:
It was reported that during attempted implant, the lead was not implanted due to patient's anatomy. A new lead was used. No patient complications have been reported as a result of this event.